Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her battery life is low; she has to change battery every day. The patient's blood glucose at the time of incident is unknown. She stated that once she changes the battery the pump alarms with failed battery test and then goes blank for at least five minutes. Recently, after this normal occurrence, the pump received a high pitched tone and then a blank display. The pump shut off for about twenty minutes. Additionally, the customer reported having issues with no delivery alarms during the rewind process. Troubleshooting could not be initiated since the customer was at work and did not have time. She stated that she will call back later that night to troubleshoot. No products were shipped or returned.